Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation of the devcie has not been completed.